Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that when the anesthetist was using the introducer needle when aspirating, it seemed to draw air in, but when injecting it showed a split along the plastic hub of the needle. The anesthetist reported that the entire hub is split and felt it may have been caused by the 5ml luer slip syringe being forced into the introducer needle. As a result a new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the pt.